Manufacturer narrative:
Batch review performed on 11-feb-2020. Lot 173659: (B)(4) items manufactured and released on 11-oct-2018. Expiration date: 28.09.2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Other devices involved in the event: gmk-sphere 02.07.1204r tibial tray fixed cemented size 4 r lot. 174563 (k090988). Batch review performed on 11-feb-2020. Lot 174563: (B)(4) items manufactured and released on 13-nov-2017. Expiration date: 02.11.2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.12.0410fr tibial insert fixed sphere flex size 4/10 mm r lot. 171074 (k121416). Batch review performed on 11-feb-2020. Lot 171074: (B)(4) items manufactured and released on 23-may-2017. Expiration date: 08.05.2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting instability and the cause of the instability is unknown, 1 year and 10 months after primary. The surgeon revised the femoral component, inlay and tibial tray. The surgery was completed successfully. The inlay has been replaced with a 12 mm implant.